Manufacturer narrative:
The customer stated that this might be the case of user error for not verifying the tracks were locked in place. They also stated that their emt might have stuck their foot in the back of the chair area causing the track release bar to engage and release the tracks causing the tracks to close immediately.

Event description:
The customer stated that during a pt transfer down the stairs, near the end of the transfer, the tracks closed. No adverse consequence alleged.